Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "his knee swells, it locks when he tries to bend it. When he falls asleep he sleeps with his leg straight when he goes to get up it bends, locks and pops. He is under a lot of pain and sometimes screams from the pain he is feeling. He wants this to be better and he would like for someone to help him. He can't even exercise or live a normal active life. He has gone on disability and claim bankruptcy because of his knee. Doctor told him that his knee replacement was going to be life changing for the better and this was not what he expected. He is going to see his doctor for more x-rays in (B)(6) 2011."